Event description:
The pt was undergoing a repair of the patent foramen ovale. A limited thoracotomy was performed in the right 3rd intercostal space. Double purse string sutures were placed at the desired cannulation site in the ascending aorta, just proximal to the brachiocephalic artery. The directflow arterial return cannula was passed through a trocar in the right 1st intercostal space and advanced into the aorta without difficulty. The purse string sutures were tightened and exteriorized through the thoracolomy incision. The endoaortic clamp (endoaortic clamp catheter was inserted through the directflow cannula and its lip positioned within the ascending aorta under transesophageal echocardiographic guidance. The ascending aorta measured 33 mm on transeophageal echocardiogram. The endoaortic clamp balloon was inflated with approx 33 cc saline. The balloon pressure was approx 500 mg. Despite arterial flows being decreased prior to inflation of the balloon, the heart continued to eject forcefully. Once cardioplegia delivery was initiated, the balloon flipped out of the transesophageal echocardiogram image. The incision began to fill with blood. The endoaortic clamp balloon had flipped distal to the return cannula and the cannula had been partially pushed out. Attempts to remove the endoaortic clamp were unsuccessful. The bilateral radial artery pressure lines showed an abrupt increase in pressure to 180 mm hg followed immediately by a drop in mean arterial pressure to approx 25 mm hg. An intimal flap was seen extending from the aortotomy to the diaphragm on transesophageal echocardiogram. The pt underwent a sternotomy. A femoral arterial cannula was placed and the pt was given high dose barbiturates. The aorta was repaired using a tube graft under circulatory arrest. The patent foramen ovale was then repaired. An endoaortic clamp performed in the operating room showed symmetrical activity. The pt required 2 reoperations for bleeding during the hospitalization, but fully recovered over the next 2 weeks.